Manufacturer narrative:
Concomitant products: d224drg ICD, implanted (B)(6) 2011.

Event description:
It was reported that the patient's right atrial (ra) lead was explanted and replaced due to high pacing thresholds and undersensing. It was also reported that the patient's right ventricular (rv) lead was explanted and replaced for oversensing noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.